Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer. The technician was advised by user facility personnel that a washer rack prevented the washer door from closing properly. As the washer door did not close properly, the unit alarmed as reported by the user facility personnel. An employee observed that the washer rack was not fully loaded into the chamber and continued to push the rack inside the washer. During this sequence, the washer door came down onto the employee's hand subsequently causing the employee to obtain an injury. The employee sought medical treatment at the facility's emergency department. The employee subject of the reported event returned to work and no additional issues have been reported. The steris service technician inspected the washer and found the unit to be operating properly. The technician ran a test cycle and was unable to duplicate the reported event; no issues were noted. During the technicians inspection, he confirmed that the door safety systems were operating properly. When the employee subject of the reported event observed the washer rack to not be fully loaded into the chamber, she did not properly acknowledge the washer alarm before pushing the rack into the chamber. The operator manual states (pp. 4-30), "responding to an alarm-alarm message warn operator the washer/disinfector is experiencing an abnormal condition. Alarm conditions can be caused by failure of utility supplies or by washer/disinfector components." "Press ack on alarm screen to acknowledge alarm." Steris will offer in-service training on the proper use and operation of the washer.

Event description:
The user facility reported that their amsco 5052 washer alarmed for a load door issue.